Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer reported the reader did not power on with button press or test strip insertion and due to this issue, she did not receive glucose alarms. As a result, customer experienced a loss of consciousness and upon regaining consciousness, self-treated with a coca-cola provided by a third-party. There was no report of death or permanent impairment associated with this event.